Manufacturer narrative:
Other, other text: evaluation results: one medfusion pump was received in good condition with no damage found. The investigator found a loose interconnect board to main board ribbon cable. The customer reported product problems (data port failure and main board failures) were therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The investigator reconnected the ribbon cable. The device subsequently passed the functional tests.

Event description:
It was reported that there was an out of box failure on the medfusion pump. Data port and main board failures were reported. No patient injury or complications were reported in relation to this event.